Event description:
It was reported that after one week of use, cracking was observed at the opening of the subglottic channel where the syringe connects, requiring replacement of the cannula. The patient was involved, but no injury occurred.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.